Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) replaced the pneumatic module and primary 9v battery alkaline and could no longer reproduce the malfunction. The stm completed preventive maintenance (pm) with full calibration, functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The company service territory manager (stm) reported that while performing preventive maintenance (pm) he found fault code #124 in the fault logs. No patient involvement or adverse event were reported.